Event description:
There was no pt involved in this event. This device malfunctioned because the device powered-off after being powered-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2006 and operated successfully until (B)(6) 2008. On this date, the device was powered on manually on two occasions but was not powered off via the on/off button. On (B)(6) 2012 all subsequent power ups are under 2 seconds in duration and do not show the on/off button being pressed to power off. A test pad-pak was inserted and the device powered on but immediately powered off, confirming the fault. The problem with the device was attributed to a failure of the device component d65. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.